Event description:
Healthcare professional reported a xen®45 gts "needle did not shorten as the syringe was pushed outwards and the movement felt abnormal" during implantation in unknown eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Clarification to e1: (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.